Event description:
Our rep is reporting to us that during an arthroscopic knee repair, a portion of the distal tip of the screw driver broke off into the screw while the surgeon was driving the screw into the bone tunnel. The fragment remains captured within the screw, which is buried in the bone. The procedure was concluded successfully without further issue or harm to the pt. The damage to the driver was not immediately noticed, however, at some time post-op; possibly after re-sterilization it was noticed.

Manufacturer narrative:
Mitek received the complaint device and evaluated it both visually and physically. Visually, the device was viewed with the naked eye and under power: it is noted that a portion of the distal tip has been broken off; what remains displays signs of excessive rotational mechanical forces having been applied, the broken end is rotationally twisted. The complaint device was subjected to a hardness test to insure that it is properly stable and hard; the requirement is that the device should be a (B)(4) 53 minimum, this device measures between 54-54.5. Outside of the above hypothesis, we cannot discern a root cause for the device failure. At this point in time, no corrective or further action is warranted.